Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of a patient performed peritoneal dialysis (pd) therapy in an unhygienic place and developed peritonitis. In (B)(6) 2010, the patient began (pd) treatment. On (B)(6) 2010, the patient developed peritonitis and was hospitalized (B)(6) 2010. Also on (B)(6) 2010, a peritoneal effluent culture was performed with unknown results and a peritoneal effluent analysis was performed with results pending. On (B)(6) 2010, the patient was treated with loading dose intraperitoneal (ip) injections of amikacin 500mg and vancomycin 1gm, and a loading dose intravenous (IV) injection of cefepime 1gm. At the time of this report, the patient remained hospitalized. The outcome of the event of peritonitis was unknown. It was not reported whether the patient was retrained in aseptic technique. The root cause of the peritonitis was due to the patient performing pd therapy in an unhygienic place. Pd therapy was ongoing. The reporter believed the event of peritonitis was not related to pd therapy. Additional information was received on (B)(4) 2010. The peritoneal effluent culture, performed on (B)(6) 2010, revealed no growth and results remained unavailable for the peritoneal effluent analysis performed on the same date. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the event of peritonitis resolved.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer's family member reported customer received a reading of 169 mg/dl from their freestyle lite meter which was higher when compared to a hcp meter (23 mg/dl). Customer's family member also reported customer received a reading of 359 mg/dl then self-administered with her insulin medication. Customer's family member further reported customer was found unconscious afterward and ate food to counteract her symptoms. Paramedics were called and treated customer with glucose through an IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: adc customer service discovered customer did not wash her hands prior to testing which may cause of imprecise readings.